Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer was experiencing high blood glucose level. The high blood glucose level of customer was 600mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active at the time of incident. It was unknown that customer had experienced symptom related with high blood glucose level. Customer was treated with insulin injection. Customer stated that insulin pump had insulin flow block alarm during basal, bolus or fill cannula. Insulin exited during troubleshooting. The insulin pump had passed self test. Insulin pump had past event of insulin flow block alarm and resolved by complete set change. The insulin pump will not be returned for analysis.